Event description:
Pt had several resorbable plates & screws implanted, along with titanium plates & screws on (B) (6) 2007. Pt came to ER in (B) (6) 2007 and (B) (6) 2007 for infection. Some of the resorbable plates were removed on (B) (6) 2007 and the remaining resorbable plates were removed in (B) (6) 2007 (exact date in (B) (6) not known).

Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. 1032347-2008-00019, 00020 & 00021 are all for the same surgery.